Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a minor stroke with gait problems after the procedure. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient reported having problems with gait and balance when walking up stairs. A magnetic resonance imaging (MRI) scan was performed a few days after the procedure that identified two marks, leading to the diagnosis of a minor stroke. The stroke was thrombotic in nature. The patient's symptoms were noted to be getting better and eventually the patient recovered. No medical interventions were required, and the patient was not hospitalized. The device is not expected to be returned for analysis due to disposal.